Event description:
During a endoscopic banding procedure to treat esophageal varices, the physician used a cook endoscopy 6 shooter saeed multi-band ligator. During the procedure, the trigger cord broke preventing deployment of the 5th and 6th band. Another ligator was used to complete the procedure. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
The name and address of the initial reporter was provided to us by our distributor in (B) (4). (B) (4). Evaluation: we were unable to confirm the report as it was described, because the affected product was not returned to cook endoscopy for evaluation. After a review of the device history record for this log number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this percentage, the likelihood of this type of report is rare. Conclusion: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, constriction the trigger cord and preventing proper band deployment the instructions for use caution the user that use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure. If the trigger cord becomes lodged between the barrel and the distal end of the endoscope, this can restrict trigger cord movement. If extreme pressure was applied to the handle in response to resistance this could contribute to trigger cord breakage. The instructions for use direct the user to place the handle in the two-way position and loosen the trigger cord near the handle, if band deployment difficulties are encountered. The user is then instructed to return the handle to the firing position and continue with deployment of the band(s). Prior to distribution, all multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because the report was unable to be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.